Event description:
The customer received questionable thyrotropin (tsh) and free thyroxine (ft4) results for one patient. Refer to the medwatch with (B)(6) for the ft4 assay. The result for a previous sample from the patient had a tsh result of 52 mui/l and the patient was put on levothyrox treatment for hypothyroidism. As the tsh result did not go down after treatment, the patient was retested on (B)(6) 2015 on cobas e602 (B)(4). The tsh result was 50 mui/l and ft4 result was 21.7 pg/ml. The same sample was tested on a centaur advia. The tsh result was <0.02 mui/l and ft4 result was 18 pg/ml. A new sample was drawn (B)(6) 2015 and the tsh result was 49.3 mui/l and ft4 result was 18.7 pg/ml. With the sample from (B)(6) 2015, dilutions for tsh showed nonlinear results. After hbt tube treatment and peg precipitation, the tsh gave lower results suggesting interference. The results were reported outside the laboratory. It was believed the treatment for hypothyroidism was unnecessary and "put the patient on hyperthyroidism". The patient's current condition was good. No adverse event was reported.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's results were reproduced. An interfering factor to the ruthenium labeled antibody, used in the reagent was identified in the sample. This interfering factor may have caused the false high tsh value. Product labeling documents this interference.